Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 156316: (B)(4) items manufactured and released on 30 march 2016. Expiration date: 2021-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the final implantation process, the sphere poly would not fit into the tibial baseplate on the medial/posterior side. A secondary poly was used to complete the surgery.